Event description:
For the past 4-5 days, the patient had not experienced stimulation on the right side of their body - stimulation was felt on left side. The patient also experienced a burning sensation. There was no accident or incident related to the event. The patient was at home and was reported to be in "fair" condition. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.